Event description:
The multiview workstation central station monitor with telemetry monitoring has intermittently restarted itself. This has been occurring since installation and in 2002, the system restarted 3 times.